Manufacturer narrative:
The color control module assembly was recommended for replacement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during preventive maintenance, the unit showed the picture of two on/standby switches upon bootup. There was no reported patient involvement.